Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this was cardiac resynchronization therapy pacemaker (crt-p) switched into safety mode, which was observed during a follow-up. Technical services (ts) determined that the device was not part of an advisory and recommended changing out the pacemaker immediately. The device was explanted and will be sent back by the hospital. No additional adverse patient effects were reported. This pacemaker is no longer in service.